Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The attorney alleges there was an exploratory surgery that lead to an explant of a device, type of mesh explanted were not identified and no specific reason was explained. No medical records have been provided. Information is limited at this time. This emdr represents the bard/davol flat mesh (device #2). An additional emdr was submitted to represent the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #3). Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 or (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol 3dmax (device #1), an unspecified bard/davol flat mesh (device #2) and an unspecified bard/davol perfix plug (device #3). The patient had unspecified injuries. In (B)(6) 2016: the patient underwent exploratory surgery, and was referred or additional evaluation and explant. On (B)(6) 2018, the patient underwent explant surgery. The patient is making a claim for an adverse patient outcome against the bard/davol 3dmax (device #1), bard/davol flat mesh (device #2), and bard/davol perfix plug (device #3). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."